Event description:
Defective forceps. (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained bone holding forceps shows, that the tooth of the locking cap of the soft locking system is broken off. The reported breakage is indicative of the locking cap not properly aligned with the toothed rack and possibly at the same time the forceps is under tension suddenly unburdened without backpressure on the handholds. The exact cause of the reported problem is undetermined, but the locking mechanism delicate. A review of the device history record did not show conditions that could have contributed to the reported event. Placeholder.